Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead caused the patient to experienced pocket stimulation and was found out that it was not functioning since implant. This lead was surgically abandoned. No additional adverse patient effects were reported.